Manufacturer narrative:
This report is submitted on june 06, 2017, (B)(4). Implanted device remains.

Event description:
Per the clinic, the patient experienced cellulitis and tenderness around the abutment site. Removal of the abutment is planned; however, it is unknown if this has occurred as of the date of this report.

Manufacturer narrative:
Per the clinic, the patient underwent revision surgery on (B)(6) 2017, in order to debride granulated flap tissue. The implanted fixture remains insitu; however, the patients abutment was removed. The patient will continue to be clinically managed by their healthcare provider. The reported adverse event is associated with a product that was not returned, or was not made available for analysis. The manufacturer investigation was based on the available clinical information. The reported issue is a known medical complication and no specific device analysis is deemed necessary at this time.